Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. The trace and history files were successfully downloaded using thus. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. High bg anomaly is not confirmed. Blank display is not confirmed. The pump history file lists nine (9) boluses on (B)(6) 2024, listed below: (B)(6) 2024 00:21:08.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1 bolusamountdelivered = 1 (B)(6) 2024 09:15:50.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4 bolusamountdelivered = 4 (B)(6) 2024 13:45:12.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.2 bolusamountdelivered = 3.2 (B)(6) 2024 16:44:16.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4.5 bolusamountdelivered = 4.5 (B)(6) 2024 17:37:24.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4.5 bolusamountdelivered = 4.5 (B)(6) 2024 19:15:32.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 4 bolusamountdelivered = 4 (B)(6) 2024 19:15:32.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 4 bolusamountdelivered = 4 (B)(6) 2024 21:06:54.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1 bolusamountdelivered = 1 (B)(6) 2024 23:24:26.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2 bolusamountdelivered = 2 please see below for the daily total of all insulin delivered on (B)(6) 2024: 05/19/2024 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 05/18/2024 00:00:00.000. Dailytotalofallinsulindelivered = 41.525 dailytotalofbasalinsulindelivered = 13.325 dailytotalofbolusinsulindelivered = 28.2 there were no auto suspend events on 5/18/2024. Please see below for the user suspend on 5/18/2024: 5/18/2024 20:22:52.000 insulindeliverystopped reasonforinsulindeliverysuspension = user suspended the pump history file lists two (2) boluses on the event date, 5/19/2024, listed below: 05/19/2024 00:13:56.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1 bolusamountdelivered = 1 05/19/2024 01:30:08.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1 bolusamountdelivered = 1 please see below for the daily total of all insulin delivered on the event date, 5/19/2024: 05/19/2024 03:48:00.000 dailytotals dailytotalcollectionstarttime = 05/19/2024 00:00:00.000 dailytotalofallinsulindelivered = 3.55 dailytotalofbasalinsulindelivered = 1.55 dailytotalofbolusinsulindelivered = 2 there were no auto suspend events on the event date, 5/19/2024. There were no user suspend events on the event date, 5/19/2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported blank display. The customer reported blood glucose value of 200 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved products mmt-397a, mmt-1780kl, and mmt-332a. The troubleshooting was performed and the customer reported a blank display. Battery cap contacts and battery compartments and/or springs were not damaged. The display did not return after inserting a new battery. No further patient complications were reported. No product return is required for mmt-397a. Mmt-1780kl was requested and the customer responded that the device would be returned. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.